Event description:
It was reported that this right ventricular (ra) lead had an attempted implant due to a dislodgment. The lead was successfully repositioned. No additional adverse patient effects were reported.